Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had episodes that were diagnosed as ventricular tachycardia by the device. The rhythm was accelerated to ventricular fibrillation and inappropriate therapy was delivered. No further information is available.